Manufacturer narrative:
Samples received: 1 unopened box (12 pouches). Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market 348 units of this batch. There are no units in stock. Received one closed box which contains 12 pouches. All units of the box are of the reference-batch 1048620-116402 (safil violet 8/0 (0,4) 30cm dlm6s). The pre-printed box is of safil, but the box label corresponds to the reference-batch g0698642-616402 (supramid white 5/0 (1) 45 cm 2xvlm8). Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the warehouse. 1 box of the reference g1048620 and 1 box of the reference g0698642 were prepared at the same time. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was a mix up of the sutures. The affected product is g0698642 and g1048620.